Event description:
It was reported that the patient presented in the clinic for routine device check. Upon interrogation, the patient's pacemaker was found in back-up mode. Programming changes were done to restored the device. The patient was stable throughout.